Event description:
A customer contacted beckman coulter inc. (Bci) reporting that they observed leaking from the reagent probe collar wash in the unicel dxc 800 pro synchron clinical system. No injury was reported and no erroneous results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and found liquid dripping from the reagent probes. Fse replaced the t-valve and 4-way valve for the reagent probes and reagent syringe assembly (due to loose screw band on the bottom of the barrel). Fse performed preventive maintenance (pm) and replaced cartridge chemistry (cc) sample valve block during pm due to volume of the samples. Fse also replaced level sense bead assembly after finding a frayed wire on reagent probe level sense bead. Repairs were verified per established procedures.